Event description:
Customer complaint - limited data available. Customer complained that the device's cord broke by the remport causing a spark when plugged in.

Event description:
Customer complaint: limited data available. Customer complained of device cord broke where it connects to the button piece, caused a spark when plugged in.